Manufacturer narrative:
Manufacturer¿s investigation conclusion. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due sepsis. The date of onset of infection is unknown; the patient presented with altered mental status, hypotension, was treated with antibiotics and vasopressors. Patient was discharged and sent home on home hospice. Device was operating as expected and will not be returned as it was not retrieved.